Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to pain, hard, sitting high." And "capsular contracture," baker grade unknown.

Event description:
Patient reported left side "pain, hard, sitting high," and "capsular contracture was mentioned during a consultation". Device remains implanted.

Manufacturer narrative:
Device evaluation: a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: deformation, crease fold, weight to the spec, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.